Event description:
Customer called to report the insulin pump alarmed for battery test fail and has unresponsive buttons. Blood glucose reading was 388 mg/dl. This incident occurred during the bolus process. Customer has treated the high blood glucose with the insulin pump and feels fine. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. The device passed the self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No failed battery test alarms noted. The unit was received with intermittent down arrow button due to flatten dome switch. No button error alarms noted. The device also was received with cracked case at display window corners and reservoir tube, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.